Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.